Manufacturer narrative:
Date of event is estimated. Additional information was requested to no avail.

Event description:
It was reported that the patient's left l4 lead exhibited high impedances following a motor vehicle accident. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted to address the issue.